Event description:
It was reported that the patient underwent a patellar tendon repair do address a patellar tendon injury approximately nine (9) years following the patient's last knee arthroplasty procedure. The articular surface was routinely replaced during the procedure, however, there was no wear or damage seen on the device. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen all poly patella 38mm catalog#: 00597206538 lot#:62556824, nexgen lcck articular surface size ef 5-6 14mm catalog#: 00599404014 lot#: unknown, nexgen cemented option femoral component left size f catalog#: 00599401691 lot#: 62517539, nexgen offset stem extension 13mm x 100mm catalog#: 00598802013 lot#: 62353164, nexgen long straight stem extension 13mm x 155mm catalog#: 00598801113 lot#: 62150261, nexgen distal femoral augment catalog#: 00599003610 lot#: 62564143, nexgen posterior femoral augment block catalog#: 00599003601 lot#: 62471307, nexgen distal femoral augment block catalog#: 00599003610 lot#: 62513966, nexgen posterior femoral augment block catalog#: 005990003601 lot#: 62522469. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.